Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0202979907, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 25-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown, flow rate: unknown, procedure: unknown, cathplace: unknown. It was reported the homepump-c infused 6-hours earlier than expected. The pump was started on (B)(6) 2018 and was disconnected on (B)(6) 2018 due to an earlier than expected infusion completion. There was no reported injury. No additional information was provided.

Event description:
Additional information received 08-feb-2019 stated the pump had depleted around 6-hours earlier than expected. Fill volume: 96 ml flow rate: 2ml/hr.

Manufacturer narrative:
All information reasonably known as of 18-feb-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requi